Event description:
Tpn, total parenteral nutrition solution was being administered by pump. The pump was delivering tpn solution via channel a at 85 ml/hour. Nearly two days later, it was discovered that none of the solution had infused over the many hours. A volume infused of 600 - 700 ml displayed when the vi, volume infused, button was pressed each shift. Nursing recorded the vi into the medical record with no one recognizing the bag was still full. Upon discovery of the event, a new bag of tpn with new tubing was added to infuse at the appropriate rate. Early this same day, this pump was pulled from service. At this time, the memory showed that channel a was set with a rate of 85 ml, vtbi = 0.0 and total volume infused was 3.5 ml. Channel b was set with a rate of 84.5, vtbi = 301.7 and vi = 0.0. The volumes infused were cleared soon before pulling the pump, at the change of shift. Channel b was allegedly delivering 100 units of insulin in 100 ml solution at a very slow rate. There is a huge discrepancy with channel b in what was supposed to be the rate and what the rate was found at. In addition, the pc 2 is not normally used at this facility so there may have been a user error due to lack of knowledge. There was no injury to the patient.